Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 1) 75 mg/dl, 156 mg/dl, 97 mg/dl, and 98 mg/dl 2) 162 mg/dl, 66 mg/dl, and 61 mg/dl 3) 68 mg/dl, 81 mg/dl, and 120 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.